Event description:
It was reported that when the camera head was placed into the processor, the screen became blurry and fuzzy. Reportedly, the pixels were also rainbow colored. The event occurred during a therapeutic laparoscopic appendectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that when the camera head was placed into the processor. The screen became blurry and fuzzy. Reportedly, the pixels were also rainbow colored. The event occurred, during a therapeutic laparoscopic appendectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation. And the customer's allegation was not confirmed. The device evaluation, found the following additional finding: image noise, due to cable failure. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.